Manufacturer narrative:
Concomitant medical products: catheter model: 8709, lot# j10815r08, implanted: (B)(6) 2002, explanted: unk; catheter model: 8598, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4).

Event description:
It was reported that patient had developed nodules in the pump site about a month ago, just like she had them before (please see MFR report# 6000030-2013-00182). The healthcare provider (hcp) decided to do a catheter dye study. While the hcp could aspirate the cap (catheter access port), but with great difficulty he couldn¿t inject the dye in. In regards to aspirating the cap, it was stated that ¿it took a while and it was all bubbly and thick,¿ and ¿he ended up collapsing the catheter because when he tried to put the dye back in, it just wouldn't go.¿ ¿he pressed really hard and it wouldn't go out and he didn't know why. So he went out and asked one of the older people what they thought and they told him he collapsed the catheter and that's why not to try it anymore.¿ the dye study was attempted on (B)(6) 2013, following which an MRI was done on (B)(6) 2013. Patient had experienced symptoms of burning in legs, ¿out of control, on fire;¿ ¿if they had a bath tub they¿d be sitting in ice.¿ patient¿s back hurt, ¿everything hurts.¿ patient couldn't lay flat on her back during MRI because it ¿hurt so bad¿ that she had to take in an arched position. Patient had ¿rsd¿ but the symptoms weren't this bad. On (B)(6) 2013 patient had medicine refilled in their pump because hcp didn't want to ruin the pump or dry it up. Hcp pulled out some drug at the time and indicated ¿it's going somewhere because there is some medicine missing¿ since patient questioned that it was not working. Patient can feel the nodules on their back, felt like little lumps; patient was told before that ¿that means the medicine is accumulating right there and when you get up, it will go down; while someone else had told the patient that this happens when they stand up and that eventually it goes away. Patient felt that it does go down during the day and that it happens when she lays down and when awakens in the morning." There were no pump alarms. Patient was to visit her hcp on (B)(6) 2013 and was to find the results of the MRI then as well as what steps are needed next. Drugs delivered via the device were clonidine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported because the health care provider (hcp) had collapsed the catheter, they replaced the pump 11 months early and an ¿unnecessary operation¿ was noted. It was noted the hcp cut some of the catheter off so it was shorter, per paperwork the patient was looking at. The patient¿s ¿helper¿ had been in the room when ¿it¿ happened referring to the collapsed catheter and it had been when they were checking to see if the catheter was working. The patient was reportedly ¿the worst¿ she had ever been in her life since the hcp ¿did this¿. The patient thought the hcp did ¿everything totally wrong¿. However the patient was happy because the hcp was no longer at the practice. It was also noted the patient ¿thinks¿ that at the time the catheter collapsed that the medication in the device was ¿just saline¿. The hcp had reportedly taken the patient off all her medicine cold turkey and she ¿almost died¿.